Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Initial reporter occupation: lawyer.

Event description:
After review of medical record, patient was revised to address metallosis, elevated metal ions, pain, pain with activities and pain with walking, inflammation, fibrosis, edema and focal fibrogranulation tissue formation. Revision notes stated that cloudy yellowish material was obtained and the trunnion showed that it has some amount of dark staining and with osteolysis. Doi: (B)(6) 2008. Dor: (B)(6) 2018; (left hip).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : a complaint database search and/or device manufacturing (DHR) reviews will not be performed. Per wi-3430 it has been determined that should related reports be identified a DHR review is not required.